Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the nurse went to flush the red capped port of the groshong catheter and there was an alleged hole in the catheter just below the larger part of the lumen of the pigtail. The patient required interventional radiology to replace the groshong catheter. No patient injury was reported.